Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the monitor generated a "f00d" error code. No other details regarding the nature of the event were provided. The user reported the procedure was completed successfully, and there were no reported adverse consequences to the pt as a result of this event.